Event description:
It was reported that during a liver resection procedure, the surgeon fired stapler across the hepatic vein and it fired an incomplete staple line. The surgeon reported that the patient lost a significant amount of blood but that the patient was never in any real danger. Another device was used to complete the case. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.